Event description:
The pt's family member called to report that the suspect device was used on pt to check pt's blood glucose level. A result of hi was obtained. 911 was then called. Upon arrival the emt's used their own meter to check pt's blood glucose. The emt meter registered 19mg/dl. Pt was given an IV to raise pt's glucose and then fully recovered. The suspect device was replaced with new product and authorized for return to the MFR for eval.